Event description:
The customer reported that the insulin pump alarmed motor error during the rewind/prime process. Troubleshooting was performed. The customer stated that the insulin pump was in a different room from the MRI device. The customer was not able to complete the rewind due to the reoccurring motor error alarms, and the displacement test could not be performed. Advised the caller to revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose reading was 175 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the displacement anomaly.